Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven years three months of post deployment, a computed tomography of abdomen and pelvis was revealed that an inferior vena cava filter was noted with intact struts. The tip was located at the confluence of the left renal vein with abnormal tilt of the filter. The tip projected towards the patient¿s right with the tip located approximately 2 mm from the anteromedial wall of the inferior vena cava. The inferior vena cava was normal in caliber. Caval perforation of multiple struts was seen with maximum caval perforation measured 7.6 mm involved a posteromedial strut on the left with the tip of the structure located 2.9 mm from the adjacent posterolateral wall of the infrarenal abdominal aorta. Caval perforation of an anteromedial strut measured 6.9 mm with the tip of the strut abutted the anterolateral wall of the infrarenal abdominal aorta. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 08/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately seven years and three months post filter deployment, a computed tomography (CT) revealed that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.